Manufacturer narrative:
While performing a review of additional information provided by the customer, there were only 2 patients involved, given this new information, this file will be closed and is no longer considered reportable. Please disregard any reports associated with it.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the green clamp on the pump would close down on the tubing causing the patient to not get their medication. No patient injury reported.